Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a device explant indicator reached message. Device analysis confirmed that the pulse generator is depleting and it was recommended to replace and return the device. It was also noted that there was some oversensing of noise on the right atrial (ra) channel that appeared to occur during use of the respirator rate trend feature. Subsequently, this crt-d device was explanted and replaced successfully. The non-boston scientific right atrial (ra) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a device explant indicator reached message. Device analysis confirmed that the pulse generator is depleting and it was recommended to replace and return the device. It was also noted that there was some oversensing of noise on the right atrial (ra) channel that appeared to occur during use of the respirator rate trend feature. Subsequently, this crt-d device was explanted and replaced successfully. The non-boston scientific right atrial (ra) lead remains in service. No additional adverse patient effects were reported.